Event description:
It was reported that the patient's neurostimulator turned off "yesterday." There was no known accident or incident. The patient was able to turn the device back on using her recharger. Additional information was requested. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Lead: model 3777-45, serial: (B)(4), implanted: (B)(6) 2008, explanted: na. Lead: model 3777-45, serial: (B)(4), implanted: (B)(4) 2008, explanted: na. Extension: model 3708160, serial (B)(4), implanted: (B)(6) 2008, explanted: na. Extension: model 3708160, serial: (B)(4), implanted: (B)(6) 2008, explanted: na. Programmer: model 37743, serial: (B)(4). Recharger: model 37752, serial: (B)(4). (B)(4).